Event description:
It was reported that intermittent losses of out of range issues occurred between the transmitter and pump. The customer's blood glucose level was between 180-188 mg/dl. Reportedly, the customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.